Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that pump had emitted frequent loss of prime warnings without cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump history was reviewed and showed no activity outside of normal use. The pump powered on and displayed the ¿verify¿ screen. The ez-prime steps were performed correctly and the pump was exercised for (B)(4) with no loss of prime occurring during the duration test. The force sensor calibration was found to be within specifications. The pump¿s cover was removed and showed no intermittent condition to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.